Event description:
"Patient sustained a burn during procedure on the lateral side of the shoulder. It was an outer sign burn about 0.4cm in length. Hospital reports the burn as superficial and is not sure what device caused it. Reference ca38679a for additional ablator used. User facility medwatch report, received on 09/8/05, states: "after removing the opes hand piece during a right shoulder arthroscopy, the surgeon found the skin to be burned for about 0.4cm around the incision site. Further follow up with company representative indicated nurse was unsure if the grounding pad was on correctly and/or if the patient was shaved prior to attaching the pad. This device is used for treatment.